Event description:
It was reported the device battery voltage via a carelink interrogation measured 2.59v. A review of save-to-disk information showed the battery trend was not lower than 2.92v. No patient complications were reported as a result of this event.

Event description:
It was reported the device battery voltage via a carelink interrogation measured 2.59v. A review of save-to-disk information showed the battery trend was not lower than 2.92v. It was later reported that there was possible premature battery depletion. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage. On (B) (6) 2010, the battery voltage with telemetry was 2.59v and the daily measurement was 2.92v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device was analyzed. Low telemetered battery voltage. On (B)(4) 2010, the battery voltage with telemetry was 2.59v and the daily measurement was 2.92v.